Event description:
Reporter alleged his advantage system had been reading in the 400s mg/dl and went to the doctor and pharmacy to test glucose. Reporter stated obtaining a discrepant blood glucose value of 415 mg/dl on his advantage system compared to the doctor result of 79 mg/dl when testing was performed 3-4 minutes apart. Reporter also stated his system read 477 mg/dl compared to the pharmacy measurement of 116 mg/dl when testing was performed 3-5 minutes apart. Reporter indicated he was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of the testing. No actions taken and no treatment reported. A request was made for the return of the suspect device and replacement product was sent.